Manufacturer narrative:
Conclusion awaiting culmination of investigation.

Event description:
User reported that during the set up the venous flow sensor was showing flow whilst the line was clamped and there was no flow. During the procedure the sensor stopped working.